Event description:
Staff preparing to place zoll defib pads on a patient in ventricular tachycardia (v tach) and noticed that there was a wire sticking out of the pad once the package was opened. The pad was not used and a new, non-defective pad set was applied to the patient.